Event description:
It was reported that the patient felt a residual shocking sensation while the device was off. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were explanted. The patient was doing well postoperatively and the explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date approximated, event occurred in december 2022. Additional suspect medical device component involved in the event: model number/catalog number: sc-8436-70, serial number: (B)(6), batch/lot number: 7072374, model/catalog description: coveredge 32 MRI paddle lead 70cm, unique identifier (UDI): (B)(4).